Manufacturer narrative:
The complaint states difficult total hip replacement on a large male patient. Charnley pins are use as a tissue retractor. During extraction of the charnley pin the metal tab that connects to the t-handle inserter/extractor broke off and the small piece of metal became lost in the patient. The bone quality was extremely hard and the surgeon agreed that this played a role in the pin being very difficult to extract. The surgeon was back-slapping on the t-handle inserter/extractor. Representative from the company was present and suggested the use of a vice grip which successfully removed the pin. There was an insignificant/minor delay in surgery attempting to remove the pin with the vice grips. Later in the case the small piece of metal was located and successfully removed from the patient. The case proceeded as per normal and the desired outcome was achieved. 10 minutes delay. Desired outcome achieved. A total hip replacement was achieved. The case was extremely difficult and smaller stem than what was expected was implanted. Patient pre-existing conditions; total hip replaced on contra lateral side. Performed by different surgeon. Also noted difficultly accessing the femoral canal no product or lot number was received. Previous investigations identified a similar failure mode however without further information the root cause cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
During extraction of the charnley pin the metal tab that connects to the t-handle inserter/extrator broke off and the small piece of metal became lost in the patient. Later in the case the small piece of metal was located and successfully removed from the patient. Ten minutes delay.